Event description:
It was reported that surgeon had difficulty inserting the cartridge as it was too round. A brief description of the event revealed that three (3) emerald cartridges had too round of a tip and were very difficult to put in patient's eye through the incision. Account provided that they switched to a different lot of cartridges and had no further problems. No patient injury was reported. No further information provided. A report has been submitted for each of the cartridges involved. This is report 3 of 3.

Manufacturer narrative:
If implanted, give date: not applicable, as not an implantable device. If explanted, give date: not applicable, as not an implantable device. (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.